Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple error alarm. The customer blood glucose level was 123 mg/dl. The customer was assisted with troubleshooting. Customer stated that the insulin pump had delivery stopped settings unchanged. Customer stated that the insulin pump had software error detected alarm and the customer was unable to clear it due to the center key did not responding. Customer states that numbers were not ramping on their own. Customer states the scroll bar was not moving with no input. Customer states that there was no response from any button. Customer stated that the insulin pump was not exposed to a change in altitude. Customer stated that the insulin pump had software error detected alarm with frozen display and key pad was unresponsive. Customer stated that the frozen display recurred. Customer reports the screen was not completely blank, alarm occurred during the time that the buttons were not responding. Customer stated that the insulin pump had critical pump error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.